Event description:
It was reported that customer received a blank screen display. After battery change display returned initially. Insulin pump received a blank display once again and customer could not revert to back up plan due to being allergic to equipment for manual injections. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The pump was received with high idle current due to moisture damage found inside the battery tube. No blank display was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.